Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having difficulty breathing/short of breath, dry nose and mouth. Patient also alleged of having copd and emphysema. The device was returned and manufacturer could not confirm customer complaint and observed the unit passed final test during device evaluation.